Event description:
A report was received from (B)(6) stating that during service. It was found that the device had damaged bearings. It is unk if the device was used during surgery. It is also unk if there was pt injury or medical intervention. The date of the event is unk. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools, the investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.